Event description:
On (B)(6) 2008, the patient was implanted with an scs system. On (B)(6)2010, the patient reported that the ipg was stuck between her cabinets and scrapped the skin off of the ipg pocket. The patient has since lost stimulation and communication with the programmer. The sales representative met with the patient and tried several trouble shooting techniques, to no avail. The representative questioned the patient on her recharging routine but the patient could not recall. The representative sent the patient another charger and programmer. On (B)(6) 2010, ans was informed that the patient had been referred to another physician for the ipg to be explanted. The revision date has not yet been scheduled.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.